Event description:
It was reported that during a pph procedure, the surgeon found it was difficult to remove and the staples were malformed. Another device was used to finished the procedure. The surgeon suspect the tissue ws too thick to be cut. There was no pt consequence.